Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email low and high blood glucose levels. Customer's blood glucose level went as low as 30 mg/dl and as high as 400 mg/dl. Customer advised the insulin pump would wake them up 5 to 6 times a month, the signal would get blocked when they rolled over while sleeping and their blood glucose would fluctuate from low to high. Customer was concerned that the site could possibly get easily ripped out on their infusion set.